Event description:
It is reported that a customer experienced high blood glucose of 400 to 415 mg/dl due to an infusion set failing on the customer. The customer was informed that there could be many reasons for high blood glucose. The customer declined assistance with trouble shooting the issue. However, the customer stated that they will call back regarding having replacement sets being sent to him. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.